Event description:
Post-operative loosening of a zuma implant.

Manufacturer narrative:
The device has not yet been returned for evaluation. Once more information is gathered from the physician, seaspine will send in additional information.